Event description:
It was reported that the user temporarily could not see blood glucose readings on the ilet due to a sensor communication interruption, which resolved spontaneously when the sensor reconnected; basic user education was provided regarding signal loss. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on daily activities and no need for medical care.

Manufacturer narrative:
Investigation included a review of device performance based on user report and troubleshooting guidance. Investigation of this case revealed transient signal loss with automatic reconnection and no persistent malfunction observed. It was concluded that the event was consistent with intermittent communication loss without clinical harm and that the device continued to function as intended after reconnection.